Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient¿s lead was neither sensing nor capturing and the impedance was low. There was also lead noise. The lead was visualized under fluoroscopy and there was a clear fracture. During the procedure, the lead was tugged on and broke into two pieces. Part of the lead was removed, while the other part was kept in, but it was not capped as the physician could neither explant the entire lean nor cap the remaining portion. The lead was replaced. The patience did not experience any symptoms.